Event description:
This customer obtained lower than expected vitros nbil dt for results for quality control fluids while using the vitros dt60 ii analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action should they occur on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that lower than expected vitros nbil dt results were obtained for quality control fluids while using the vitros dt60 ii system. The investigation concluded that the root cause of this event was instrument related. The ocd service depot found that an analyzer part was broken off and missing. The ocd service depot replaced the incubator pressure pad to mitigate the issue and return the instrument to expected operation. Subsequent nbil dt quality control fluid results were within expectations.